Manufacturer narrative:
Results: samples were returned for evaluation, draw tested, tubes were within specific limits with no pull out observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5210958. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tubes cap came off when the phlebotomist withdrew tube from holder. No serious injury or medical intervention reported.